Event description:
According to the reporter: during the procedure there was a break on the tip of one of the extremities. There was no temporary damage, no permanent damage, and the event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).